Event description:
It was reported to covidien on 03/02/2009 that a customer had an issue with a dialysis catheter. The customer states that the connectors on the catheter are cracking on the catheter which caused them to replace the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.